Manufacturer narrative:
The reported malfunctions were duplicated and the front panel membrane was replaced to resolve the malfunctions. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to charge and was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.